Event description:
During preventative maintenance it was noted that the ECG cable was in "poor condition". There is no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.